Event description:
It was reported that a malfunction alarm occurred with the customer's pump, identified by malfunction code 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer supported by technical support successfully reset the pump, and the malfunction code did not recur, allowing the customer to continue using the pump while being advised to report any future issues.